Manufacturer narrative:
The device has not returned for analysis. However, the reported allegation of hematoma is confirmed based on the media provided. All other allegations are not confirmed as they cannot be confirmed from the media and no returned product was provided. We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted.

Event description:
A hematoma has occurred and the procedure was cancelled. A versacross connect laac access solution kit was selected for use for a watchman left atrial appendage closure (laac). The physician attempted for transseptal puncture on the inter atrial septum (ias). Once the location was confirmed at the 'mid' in bicaval view and 'anterior' in short axis, which was approximately 1cm from the aortic valve in short axis view, the radio frequency (rf) was activated and the versacross rf wire was advanced into the left atrium (la). The physician felt resistance and the rf wire was not able maintain its original shape. Using transesophageal echocardiogram (tee), it was possible to follow the rf wire through the septum into the la, where it made a downward turn towards the la wall adjacent to the aorta. Thus, the rf wire was removed with no issues, and unusual appearance was noted on tee, where the rf wire had gone. Shortly after, a 7mm hematoma had formed in the tissue adjacent to the aortic valve. At the same time, protamine was given to reverse the heparin. The patient was stable and was monitored using tee, to confirm the hematoma was not growing. After 30 minutes, no changes were noted on the area, thus the tee probe was removed and patient was transferred to post-anesthesia care unit (pacu). The patient fully recovered and was discharged on (B)(6) 2025. The device is not expected to be return for analysis (disposed). As per the physician, the versacross rf wire caused the puncture to la wall adjacent to the aortic valve. The patient had ananeurysmal septum which may contribute the event.

Event description:
A hematoma has occurred and the procedure was cancelled. A versacross connect laac access solution kit was selected for use for a watchman left atrial appendage closure (laac). The physician attempted for transseptal puncture on the inter atrial septum (ias). Once the location was confirmed at the 'mid' in bicaval view and 'anterior' in short axis, which was approximately 1cm from the aortic valve in short axis view, the radio frequency (rf) was activated and the versacross rf wire was advanced into the left atrium (la). The physician felt resistance and the rf wire was not able maintain its original shape. Using transesophageal echocardiogram (tee), it was possible to follow the rf wire through the septum into the la, where it made a downward turn towards the la wall adjacent to the aorta. Thus, the rf wire was removed with no issues, and unusual appearance was noted on tee, where the rf wire had gone. Shortly after, a 7mm hematoma had formed in the tissue adjacent to the aortic valve. At the same time, protamine was given to reverse the heparin. The patient was stable and was monitored using tee, to confirm the hematoma was not growing. After 30 minutes, no changes were noted on the area, thus the tee probe was removed and patient was transferred to post-anesthesia care unit (pacu). The patient fully recovered and was discharged on (B)(6) 2025. The device is not expected to be return for analysis (disposed). As per the physician, the versacross rf wire caused the puncture to la wall adjacent to the aortic valve. The patient had ananeurysmal septum which may contribute the event.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.